Event description:
As reported, soon after a gore® acuseal vascular graft was implanted, the graft clotted and failed.

Manufacturer narrative:
No testing methods performed. No results available since no evaluation performed

Manufacturer narrative:
Relevant tests/laboratory data, including dates - no relevant test or laboratory data were reported. Fluoroscopy was not performed.(B)(4)

Manufacturer narrative:
Corrected data:outcomes attributed to adverse event- other serious (important medical events).describe event or problem- as reported, soon after a gore® acuseal vascular graft was implanted, the graft clotted and it was unable to continue dialysis through the graft.

Event description:
As reported, soon after a gore&#59393;cuseal vascular graft was implanted, the graft clotted and it was unable to continue dialysis through the graft.